Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported persistent blood glucose (bg) levels over 200 mg/dl since training approximately five days earlier. The user described being ¿very¿ insulin resistant, typically requiring 2¿2.5 units of insulin per carbohydrate, and felt the ilet was not delivering enough insulin. Despite multiple supply changes, supply issues were not suspected. Bg occasionally dropped into the 180 mg/dl range but remained above the user¿s desired target of 80¿120 mg/dl. The user reported small ketones, muscle cramps, diarrhea, and headaches linked to elevated bg. At the time of the call, bg was in range, though elevations occurred mainly after meal announcements, with the ilet issuing corrections. The agent advised follow-up with the healthcare provider and training team to discuss potential adjustments, insulin requirements, and increased supply shipments due to higher usage. The lowest/highest bg noted was 202 mg/dl, bg was out of range for more than 90 minutes, and it could not be fully corrected. No pump alerts, outside assistance, or medical intervention were required at the time of call.